Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged before discharge check a day post implant. The lead was explanted and a new lead was implanted successfully. The explanted lead was kept by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.